Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they performed precision testing for mg on the dimension vista 1500 instrument in replicates of 6 using a patient sample. They observed imprecision, which exceeded the specifications of the mg instructions for use (IFU). The standard deviation was also exceeding the specification of IFU. A siemens technical support engineer (tse) auto-aligned server 1 probes and re-calibrated the instrument. The calibration failed due to imprecision on both levels. A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered that reagent 1 (r1) and reagent 2 (r2) probes were built up with magnesium. The fse checked and cleaned all drains and replaced r1, r2, sample 1 probe (s1), and sample 2 probe (s2). The fse auto aligned all probes and verified bottom of cuvette. The fse then ran precision testing in replicates of 8 and quality control samples, all of which were within acceptable ranges. The cause of the discordant falsely low magnesium result on samples from one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.